Event description:
It was reported that at some point during the mr procedure, the ventilator began rolling towards the mr scanner and eventually collided with it. The facility further acknowledged that the mr ventilator safety procedures were not properly followed, in that the wheel brakes were not engaged, and the ventilator may have passed over the gauss safety line. The hospital also does not currently use a tether to secure the ventilator to a fixed point in the room. There was no harm to the pt or to hospital staff. (B)(4).